Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 28 days post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for replacement was reported as severe aortic transvalvular leak, stenosis and a mean gradient measure of 41mmhg. No additional adverse patient effects were reported.